Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. Upon further examination of the devices interior, there are traces of corrosion on electrical board particularly around the aa battery connector. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was 108 mg/dl. The customer reported they received a critical pump error image on the pump screen. The customer reported that they also received a motion sensor test failure alarm prior to the critical pump error. The customer also reported that they were unable to clear the alarm. They stated that the buttons were working but the screen was not working. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.